Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-00028. (B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented unstable angina and referred to cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo long lesion located in the proximal left anterior descending (lad) extending up to mid lad with 99% stenosis and was 30 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of 2.75 mm x 16 mm and 3.00 mm x 28 mm promus element¿ plus stents in overlapping fashion. Following post dilatation, residual stenosis was 0 %. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with worsening coronary artery disease (cad) and a 3.00 mm x 8.00 mm promus element¿ plus stent was implanted in mid lad. In (B)(6) 2014, the patient presented with worsening cad. Coronary angiography was performed and revealed 80% isr of the mid study stent and 3.00 mm x 8.00 mm promus element¿ plus stent implanted in (B)(6) 2013. The physician treated the lesion with balloon angioplasty and placement of a 3.00 x 8.00 mm promus premier stent, resulting in 20% residual stenosis. Post procedure, the event was considered resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in december 2014, it was noted that there was incomplete stent expansion of the 2.75mmx16mm and 3.00mmx8.00mm promus element¿ plus stents implanted in mid lad, which was also treated with balloon angioplasty and placement of a 3.00 x 8.00 mm promus premier stent.

Event description:
It was further reported that in (B)(6) 2014, the patient was hospitalized. Patient's coronary angiography revealed patent proximal 3x28 promus element¿ plus stent. In addition, one day post procedure, the patient was discharged on aspirin and clopidogrel.